Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. Uf/importer report #: medsun mandatory medwatch report # (B)(4).

Event description:
It was reported by mandatory medwatch report # (B)(4) that the patient, involved in the event, experienced a cardiac arrest; however, successfully regained a pulse. Prior to the cardiac arrest, the patient had a plum 360 infusion pump infusing levophed. When the patient was resuscitated, the patient's blood pressure required a significant increase in the levophed dose to 1mcg/kg/min. This medication is weight-based, and 1 mcg/kg/min is a significant amount of medication. As the registered nurse (rn) increased the infusion rate and started the infusion pump, the pump alarmed "turn off and turn back on" if the alarm persists after the pump is turned on, schedule maintenance. The patient required the medication and the IV pump could not be turned off and on. The staff had to retrieve a second IV pump. The 2nd pump had to be programmed with the medication and patient information and this task requires a brief pause in the medication. The pumps can only be programmed with an infusion set cassette in the pump. Due to a brief pause in medication to program a new pump, the patient cardiac arrested again. The patient did survive the second cardiac arrest. The originally intended procedure was for the rn to increase the dose on the infusion pump and the infusion pump would infuse the medication at the new rate. The problem that the user had was the device failed (e.g. Broke, couldn't get it to work, or stopped working) to do what it was supposed to do. No additional information is available at this time.

Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, probable cause is unable to be determined. The 12-month service history was reviewed, and no similar events were reported in the past. Correction: d9 - device available for evaluation - no; d9 - date returned to mfg null - na.

Manufacturer narrative:
Confirmed customer¿s complaint of the device alarming with e346 error alarm. Verified customer¿s complaint by a thorough review of the event alarm log history. E346 was present in the event alarm logs. The device failed the self-test with error codes e346 and n232. Replaced the air, pressure pin (app) printed wiring assembly (pwa) and pressure detector sensor. Calibrated mechanism. The mechanism passed calibration. The device passed the self-test with no error alarms. The probable cause for the e346 customer¿s complaint is a defective/worn app pwa and pressure detector sensor. Engineering evaluates that the pump performed correctly per design, both in delivery accuracy and in response to pressure spikes (indicating occlusions) detected in the distal line and the final spike that exceeded the sensor range. The probable cause of this is the drug library configuration to ¿force¿ install on power off coupled with the library being downloaded and ready for installation at the time of use in this instance. Updated information in d9.